Event description:
It was reported that a user experienced charger overheating while charging the ilet pump, and a replacement charger was arranged with guidance to discontinue use of the suspect charger and to monitor the pump and new charger for heat during charging. Symptoms included no reported clinical effects, no hypoglycemia, no hyperglycemia, and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support triage, user education on safe charging practices, and replacement of the charger for continued monitoring. Investigation of this case revealed a suspected charger thermal issue associated with the power supply/charging component, with no evidence of pump malfunction or software alarm activity. It was concluded, based on previously established findings for similar reports, that the cause could not be determined but consistent with a component-level charger anomaly without clinical impact.

Manufacturer narrative:
Initial.